Event description:
"Plastic tip of trocar broke off. It was retrieved from pt."

Manufacturer narrative:
No product is being returned for eval but lot #is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.